Event description:
It was reported that the user experienced dexcom g7 signal loss to the ilet pump while the dexcom mobile app and sensor remained paired, and customer care guided the user to toggle the cgm setting between g7 and g6 on the pump and re-enter the pairing code, after which the pump entered pairing mode and resumed pairing. Symptoms included no alerts or alarms reported and no adverse clinical effects. Outcomes included successful restoration of cgm-to-pump communication after user-led troubleshooting and education. Investigation included remote technical guidance and functional verification via re-pairing steps. Investigation of this case revealed a communication interruption between the cgm transmitter and the pump that was resolved by reconfiguration and re-pairing, consistent with a transient connectivity issue without hardware failure. It was concluded that the cause was user interface and connectivity factors that were mitigated through standard troubleshooting.